Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. A device history review (DHR) was performed, and there were no discrepancies or abnormalities found relevant to the complaint. No root cause could be determined as the complaint could not be confirmed.

Event description:
It was reported that it was difficult to retract the needle and place intravenous (IV) connection. No patient injury reported.

Manufacturer narrative:
Other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report is no longer considered reportable, please disregard any MDR reports associated with it.